Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing snapped above the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013902 lot number 20055645 was performed. The search showed that a total of 8,803 units in 1 lot number was built on 13may2020. There was a quality notification issued for the failure mode reported by the customer during the production build of this set. The qn #(B)(4) was issued for union hold test failure. Since a qn was issued, the failure was caught and an action was taken to prevent future failures. The root cause of this failure could not be identified without a failure investigation, and the failure cannot be verified to tie to the qn. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the ext set .2 mf low sorb experienced leakage, component separation, and loose/separated/detached IV set. The following information was provided by the initial reporter: material no: 10013902. Batch no: 20055645. Taxol low absorption tubing with filter snapped above filter from main IV absorption line and spilled on patients left arm, back and bed (torso level only). Patient had gone to bathroom once in morning and sat up few times to eat. Approximately 80 ml taxol spilled (total volume 573 ml). Patients sister noticed bed wet and called for help.